Event description:
It was reported by the patient's relative that complications during a lead replacement resulted in a hole in the heart. A pericardial window was performed with multiple drain placements, and the patient was admitted to the intensive care unit. This extensive surgery caused a marked strain on the patient's already compromised heart. Follow-up information indicates that during the lead replacement the patient experienced pericardial effusion after multiple placements of the new lead. Multiple positions were attempted, however thresholds were not satisfactory. The patient's blood pressure was low and transesophageal echocardiography showed fluid in the pericardial cavity. A pericardial window was performed and blood was drained. The lead was remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.